Manufacturer narrative:
(B)(4), date sent: 6/22/2023. Additional information was received: the colostomy was performed on the transverse colon. The drainage was solved quickly. The patient discharged from the hospital in the end of last month. The patient has the lung cancer. There is no plan of re-hospitalize. There is a possibility that pretreatment could not be completed due to bowel obstruction.

Event description:
It was reported that after a laparoscopic low anterior resection, the drainage was turbid on the night of the operation day. The reoperation was performed in 17th. The severe leakage was occurred. It was occurred at the inner pelvic, and so it could not check the detail. The colostomy was performed. The patient has been discharged from the hospital. It took a time to get colored in icg test. The initial operation was (B)(6) monday. At the initial operation, the target tissue was cut in 1 firing with gst60d, anastomosed with cdh25p. The device was removed without any problem. There was no problem in leakage test. Cf was used to check the bleeding. The drainage was placed through the anus. He had circumferential intestinal obstruction and, it was edematous, so maybe it had a bowel motion after the anastomose. The device was used on the colon and rectum. No further information is available.

Manufacturer narrative:
(B)(4). Date sent: 6/13/2023. D4: batch # unk. H6: health effect- clinical code: gastrointestinal system (e10). An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what were the indications for surgery? Did the patient receive any preoperative chemotherapy or radiation? Were there any issues experienced with the device in the initial surgical procedure? What healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was the green checkmark visible at the end of the firing? How many counter-clockwise revolutions of the adjusting knob were used to open the device? Was there any difficulty removing the device? Was a complete transection of the white breakaway washer visually confirmed? Were the donuts inspected? If so, please describe. Were there any issues noted with staple formation? If so, please describe the shape and location. Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Additional information received: the patient has been already discharged from the hospital on (B)(6) june. The reoperation was open colostomy. The sales rep speculates that the stoma is temporary. Details have not been confirmed with the doctor. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 7/7/2023. Additional information was requested, and the following was obtained: what were the indications for surgery? The detailed information was not provided. Did the patient receive any preoperative chemotherapy or radiation? The detailed information was not provided. Were there any issues experienced with the device in the initial surgical procedure? No what healthcare professional fired the device and what is his/her experience with the device? The young doctor fired. Where in the green gap setting scale was the indicator located prior to firing (low-b, middle-b, or high-b)? The detailed information was not provided. Did the healthcare professional wait 15 seconds after closing the device and then retighten prior to firing? The detailed information was not provided. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? The detailed information was not provided. Was the green checkmark visible at the end of the firing? The detailed information was not provided. How many counter-clockwise revolutions of the adjusting knob were used to open the device? No problem of removing. Was there any difficulty removing the device? No problem of removing. Was a complete transection of the white breakaway washer visually confirmed? The detailed information was not provided. Were the donuts inspected? If so, please describe. The detailed information was not provided. Were there any issues noted with staple formation? If so, please describe the shape and location. No. Was a leak test performed? If so, what type and what was the result? The leak test was performed without any problem. Was the staple line visualized endoscopically during the initial surgical procedure? The detailed information was not provided. How many days postoperative did the leak occur? At the night of the initial procedure. How was the leak identified? From drain. What was observed at the site of the leak upon reoperation? No. The anastomosis site was difficult to be checked, because the anastomosis site was in the back of pelvis. How was the leak addressed? The reoperation was performed. Please see the note of ecm. The patient was discharged from the hospital in the end of may."